Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- e3-occupation.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction e1 initial reporter full name: (B)(6).

Event description:
It was reported by the customer that during operation of the device cs300 intra-aortic balloon (iab) burst. The device stopped working (blood flowed from the drain into the device).

Manufacturer narrative:
Updated field- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field- d10.

Event description:
N/a.

Event description:
It was reported by the customer that during operation of the device cs300 intra-aortic balloon (iab) burst. The device stopped working (blood flowed from the drain into the device). No harm to the patient.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states due to balloon rupture, blood was sucked into the pump. In addition to the components included in the original cost calculation (crm disk, safety disk, blood detection assembly with filter), blood also got into the k3, k5 valve module. An updated repair cost calculation will be presented. The repair can not be completed, because they cannot order in poland (B)(4), which is necessary to perform the repair. The complaint will be closed as of now, in future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated field: b4; g3; g6; h2; h6 investigation findings, component codes; h11. Corrected fields: e1 event site city, event site name. Due to character restrictions in block e1 full event site name is: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states due to balloon rupture, blood was sucked into the pump. In addition to the components included in the original cost calculation (crm disk, safety disk, blood detection assembly with filter), blood also got into the k3, k5 valve module. Fse replaced assy safety disk (0997-00-0985-01), assy crm (0997-00-0986-01), purge valve assembly iabp (0104-00-0026), tubing blood detect iabp (0008-00-0312) and tubing, clear polyurethane, 0.062" (0008-00-0377). The device is functional.